Event description:
Per the clinic, the patient experienced severe pain since implantation with and without device use. The patient was placed under general anesthesia (specific date not reported), in order to perform an integrity test. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2025, due previous reported issue. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction g3: the correct date received by manufacturer in the initial report 6000034-2025-00770 is january 31, 2025; not november 21, 2024, as previously reported.